Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had damage to the plastic on the tip; no patient-related issues occurred. Issue found while reprocessing. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no piece missing from the distal end. There was no report of any fragments falling inside the patient. There are no photographic images of the device available for isi review. There was no damage to the conductor wire insulation. No signs of thermal damage. There were no silver, non-energy cables, broken or frayed.

Event description:
Refer to h11 for follow-up information.